Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. It was reported that the nc trek bdc was overinflated to 20 atmospheres (atms). It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek rx device is 18 atm; therefore, rbp was exceeded. In this case, it is likely the combination of the IFU deviation and the mildly tortuous and mildly calcified anatomy resulted in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to user error/operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified left anterior descending artery. A 2.5x8 mm nc trek balloon was inflated twice to 20 atmospheres and ruptured. Another same size nc trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.